Event description:
After implantation of the device, the patient visited the hospital due to staggering gait in (B)(6) 2014. When the surgeon tried to reprograming after mir scanning, the setting pressure could not be changed by the programmer under radiography, and it was set at 100mmh2o by using neodymium. In (B)(6) 2014, the patient visited the hospital again due to a fall. Since the setting pressure had changed to 200mmh2o, it was set at 100mmh2o by using neodymium again. However, at follow-up visit, it was found the pressure had changed to 80mmh2o. The device was replaced with the same new product at 100mmh2o in (B)(6) 2015. The patient¿s condition is good after the revision.

Manufacturer narrative:
Upon completion of the investigation it was noted that upon visual examination of the valve revealed that the stator was dislodged from the baseplate.-therefore; the cam position/pressure could not be determined. The valve was dismantled and was examined under microscope at appropriate magnification: no damage to the valve casing was noted. Some corrosion was noted on the stator. The lot history record of the valve product code 82-3100, with lot cgfb10 was reviewed for completeness during the release process to inventory. At that time based on the fact that no discrepancies were noted for the products being accepted, they were released to stock on the 1st june 2006. The root cause(s) of the dislodgement of the stator could not be determined. Dr was initiated to collect data related to galvanic corrosion within stator of hakim valves. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.

Manufacturer narrative:
(B)(4). Upon completion of the investigation a follow up report will be filed.